Event description:
The complainant alleged they were performing a bypass operation on a female pt. Pt went into ventricular fibrillation and required a shock. When they plugged the paddles into the defibrillator they rec'd a "paddle fault" message. They checked the connections and tried again with the same results. They obtained another defibrillator and also got the same results. They then changed paddles and successfully shocked the pt. The complainant did not indicate there was any adverse effect to the pt as a result of the reported malfunction.